Manufacturer narrative:
Other text: additional information provided in h6 and h10. No product was returned; therefore, the reported complaint could not be confirmed and root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump, while in use with the patient, was not fully infusing/ infusions being interrupted and not sure if the issue was due to the cassette or the tubing. There was an 'air in-line' alert and the infusion stopped. The outcome of the event resolved. No patient injury reported.